Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with urinary incontinence. The aus cuff was explanted, and a smaller aus cuff was implanted. No patient complications reported.